Manufacturer narrative:
The field service engineer (fse) could not confirm nor replicate the leak. The fse replaced the valves (lv13) and (lv14), filters and peristaltic tubing to resolve the issue with the white blood cell (wbc) baths. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported an uncontained leak of approximately ten (10) cubic centimeters of blood, diluent, and clenz coming from the right side or back of the coulter ac.t diff analyzer onto the counter. While on site, the field service engineer (fse) discovered the white blood cell (wbc) baths were showing a voteout upon startup and the solenoid valves (lv13) and (lv14) were not functioning, causing shutdown to not clean baths properly on the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred.